Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer fell breaking a knee cap due to a low bg. Customer "normally goes low in the morning". Customer was transported via ambulance to the emergency room (ER). Bg was 50-60 mg/dl upon arrival to the ER. Customer was treated with intravenous glucose. Bg was monitored and the knee was braced. After a few hours, customer left the ER with a bg of 250-300 mg/dl and felt exhausted.